Manufacturer narrative:
Of the 20 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to a cracked display lens a damaged display screen and a scratched display screen. During investigation for unrelated complaints, there were 6 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 20</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-82 years of age and between 26 and 200 pounds. Of the reported patients, 9 were male, 11 were female.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there was 1 instance of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 3 instances of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.